Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions, component codes), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found the unit with two dead batteries. There was no ac power when plugged into the ac outlet. Upon further investigation, it was found that the power cord was faulty. The fse replaced the ac power cord reel. The unit was left to charge overnight. Calibrations, functional testing, and safety testing all passed to factory specifications. The iabp was returned to the customer. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part ac power cord with a reported unit failure of no power. The failure analysis and testing dept. Performed a visual inspection and observed that the u ground blade was broken off. The fat dept. Was still able to test the ac power cord. The failure analysis and testing dept. Installed ac power cord into the cardiosave test fixture and tested the ac power cord to factory specifications per the cardiosave service manual. The fat dept. Could not replicate the complaint of no power. The cardiosave booted right up. Power supply voltages met factory specifications. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received part with a reported unit failure of a faulty power cord. The fat performed a visual inspection and found the part to be in good condition. The fat installed the cord in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failure confirmed. It is unclear why a second power cord was received. The customer was unsure of its origin.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has no power. There was no patient involvement.